Event description:
It was reported that the device exhibited a recurring "system fault 41, 622 occurred 1003". The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
E1: address line 1 "level 6 cato, biomedical engineering," h3: one device was received for evaluation. The service history review had no indication that the complaint was related to a service of the device within the review period. The event history log was reviewed. Functional testing was able to duplicate the reported problem. It was determined that the cam flex sensor was the root cause and was replaced. The device then passed all functional tests.